Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that approximately six days post implant the patient experienced palpitations and chest discomfort. A two centimeter pericardial effusion was noted and it was considered blood may have flowed through the helix from the patient's auricle. The patient was taking anticoagulants. The patient experienced repeated cardiac arrests and died.